Manufacturer narrative:
Internal screw from insertion post fractured in dental implant. Fragment could not be retrieved. Implant was explanted. Screw could be removed with 2 ncm. Screw was not damaged or fractured. Reason for the complaint is not conclusive no product problem detected.

Event description:
Internal screw from insertion post fractured in dental implant. Fragment could not be retrieved. Implant was explanted.